Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2011 - patient was diagnosed with reducible right inguinal hernia thereby underwent laparoscopic right inguinal hernia repair with implant of 3dmax mesh. Per operative notes, ¿through infraumbilical incision to right, an indirect hernia reduced. A 3dmax mesh right was then placed." (B)(6) 2017 to (B)(6) 2018 - patient visited hospital for right groin pain and was diagnosed with partially irreducible small recurrent right inguinal hernia. (B)(6) 2018 - patient underwent open recurrent right inguinal hernia repair. Per operative notes, "ilioinguinal nerve sacrificed to aid repair. Revealed an indirect sac which was amputated at its base ligated at deep ring. A synthetic mesh was trimmed slightly and placed around cord and tacked.¿ (note, there was no mention/visualization of 3dmax mesh during this repair).

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of 3dmax mesh, patient had hernia recurrence and underwent a revision surgery during which the ilioinguinal nerve sacrificed to aid repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2011. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.